Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial rep name, email).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings investigation conclusions, medical device ¿ problem code ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to locate this specific error in the service manual and could not reproduce any issues with the pump. Upon reviewing the logs, the fse identified an ¿autofill fail pump¿ message, which, according to the service manual, indicates a potential ¿blood back¿ event. However, no signs of blood residue were found in the pump or the blood back tubing. This suggested that moisture in the line may have triggered the autofill failure. The fse performed a full preventive maintenance (pm), including functional checks and calibration verification. The unit passed all tests and was deemed ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 iabp (intra-aortic balloon pump) had level 1 error shut off. Unit was changed to another unit. There was no injury or harm reported to the patient.